Event description:
It was reported that the patient was presented at the hospital for a coronary artery bypass graft surgery. Post- procedure after leaving the procedure room, the patient's right atrial (ra) lead was found unable to capture and had sensing problem. The (ra) lead was elected to be capped and was replaced on (B)(6) 2024. The patient was in stable condition.